Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to hyperglycemia. The customer blood glucose level was 26 mmol/l at time of incident. The customer was treated with insulin drip. The customer do the motor displacement test and it was passed and no special alarms. The device will not be returned for analysis.